Event description:
The report from the affiliate indicated that during a percutaneous coronary intervention (pci) procedure after crossing the target lesion with the second (2nd) cypher stent to be placed, the physician felt increased resistance/friction. The physician decided to not inflate the 2.5 x 28 mm cypher stent. The stent delivery system (sds) was removed without difficulty or any complication. The physician inspected the device and noted that the proximal stent struts were uplifted. There was no reported pt injury.

Manufacturer narrative:
Please note that device is distributed outside the united states, however it is similar to the united states product. The target lesions for the procedure were the mid and proximal lad and the first (1st) diagonal. The lesions were reported to be: de novo, a 75% stenosis, slightly calcified, moderately tortuous, and at a bifurcation. The 1st diagonal was pre-dilated with a sprinter 2.25 x 12 mm stent. A cypher 2.5 x 18mm stent (stent #1) was implanted in the 1st diagonal target lesion. The mid and proximal lesions were then pre-dilated witn an unknown balloon catheter. After the difficulty encountered while attempting to implant the cypher 2.5 x 28 mm stent occurred, two (2) additional cypher stents: a cypher 3.0 x 13 mm and a 2.5/18 mm were deployed to treat the pt successfully. A total of three (3) cypher stents were implanted successfully: a cypher 2.5 x 18 mm (stent #1), a cypher 3.0 x 13 mm (stent #2), and a cypher 2.5 x 18 mm stent (stent #3). The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional info will be submitted within 30 days upon receipt.